Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Recurrence is known possible adverse event listed in the products IFU. Additionally, the explanted device was discarded following explant, and unavailable for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol. It was reported that on (B)(6) 2013 the patient underwent laparoscopic hernia repair and a bard/davol 3d max mesh was implanted in the right groin area. It is further reported that in september the patient felt a foreign body sensation. When the patient screened in (B)(6) it was reported that a recurrent hernia was diagnosed, and that there was suspicion that mesh migration and shrinkage was the cause of recurrence. Reportedly, on (B)(6) 2013 a revision procedure was performed and the mesh was removed. No information or medical records for the revision procedure have been provided, therefore the location and condition of the mesh upon explant are unknown.